Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested using a test battery by bench handling and stress testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the logs did show battery related error messages indicating that the battery may have been faulty. However, it does not confirm a device malfunction. The battery used at the time was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.